Event description:
Reporter indicated that the dell handheld computer would freeze upon interrogation and the physician wanted it replaced. No additional info was provided on whether or not routine troubleshooting was performed and/or whether troubleshooting resolved the issue. The physician's handheld device was returned to the MFR for analysis, however, device eval has not been completed.